Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
The physician attempted to treat a lesion in the left distal sfa using an everflex plus stent delivery system. It is reported that friction was felt when advancing the stent over the guidewire and observed that the stent was exposed and flowered. Resulting in caging two struts against the cell wall. Investigation: the everflex+ stent delivery system was received for evaluation with two cine images and a disk of cine images from the procedure. No additional ancillary devices or images from the procedure were returned. The returned sds exhibited contact with a sanguine environment, the safety knob was tight, and the deployment paddles were distant to each other, the stainless steel tube has a bend centered approximately halfway between the paddles, the distal end of the stent is exposed and flowered, it appears that a couple of the struts in the exposed-flowered stent are fractured. A water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: sanguine material was observed exiting the distal end. A water filled syringe was attached to the stop cock luer lock and the annual spaces were flushed until no sanguine material was observed exiting the distal end of the outer sheath. The safety knob was loosened and the deployment paddles were brought together to deploy the sent: the deployment was done with ease no resistance in deployment was noted. The strain relief was removed and the distal deployment paddle was disassembled. The distal end of the stainless steel tube was pulled backed: two witness marks approximately 25mm proximal were noted in the area were the safety knob would engage the stainless steel tube. The cine images and disk of cine images were reviewed. From the disk on cine 23/34 one tantalum hoop with two struts is observed and on cine 33/34 two tantalum hoops and strut cells were noted. The distal end of the returned stent has one tantalum hoop and the remaining cells of the first row were noted. All tantalum hoops and stent cells of the first row are accounted for. Please note that this device everflex+ is not marketed in the united states; however, it is similar to the united states marketed device prot everflex. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.